Event description:
It was reported that the customer had a reservoir leak on the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer states that the leak occured at tubing connector and reservoir. The troubleshooting was performed. The customer was advised that the reservoir will be replaced. The customer was advised to gently "tubbing" on connector to ensure good connection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.